Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection. A revision was performed, and this rv lead was explanted. It was noted that there were complications during the extraction however, it is unknown what those complications were at this time. This patient expired 10 days later. No additional adverse patient effects were reported. This rv lead is not expected to be returned.